Manufacturer narrative:
The bipolar handle (cev669b) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation of the unit was unable to conclusively verify the complaint as valid: the electrical continuity and the electrical test are compliant. However, there are white stains between the connectors. Root cause - the investigation did not highlight any electrical defect; therefore, this complaint could not be confirmed. The reported event is probably due to an improper cleaning and/or drying between the connectors.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the bipolar handle (cev669b), sputtering occurred at the connection level between the cable and forceps. The forceps did not work. After surgery, black particles were found between the two blades. When testing after, there was no continuity. Check of the forceps by the technician showed short circuit of the forceps. No patient injury or death was alleged. However, an unspecified increase in surgery time was reported.